Event description:
Customer reported that he was hospitalized for non-diabetes related issue. Customer stated that while in the hospital he developed low blood glucose and that her reservoir was leaking from the snap cap lip of reservoir. The blood glucose reading at the time of hospitalization was 56 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.